Event description:
Reportedly female adapter component of microbore "t" connector set had cracked after approximately 24 hours of use, resulting in the loss of 30cc of combined tpn fluid and blood. No pt injury was reported.